Event description:
Customer reported implant loss, (B)(6). 1 x 68011091 - pt ev 3.6 by 9, lot 533129, placement date: (B)(6) 2025; removal date: (B)(6) 2026; issue: " implant loss " patient ID: (B)(6). (B)(6) called.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.